Event description:
It was reported that the patient experienced issues consistent with the device not reverting to alternative therapy after the ilet was shut off or stopped working, as referenced in a related case, and received troubleshooting and education including guidance on bg run expiring and expired notifications. Symptoms included blood glucose impact associated with interrupted automated therapy. Outcomes included the need for user education and reinforcement of support availability, with no hospitalization reported. Investigation included customer care assessment and education on responding when problems begin. Investigation of this case revealed no additional assistance was required at the time and that blood glucose was affected during the period described in the related case. It was concluded, based on previously established findings for similar reports, that user education and prompt engagement with support address the event and that no device malfunction was confirmed.